Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a successful insertion, "the doctor found inflation and deflation was unusual and then removed the catheter from the body. Air leakage was found in the balloon, and the balloon was replaced". The 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that after a successful insertion, "the doctor found inflation and deflation was unusual and then removed the catheter from the body. Air leakage was found in the balloon, and the balloon was replaced". The 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "air leakage was found in the balloon" is confirmed based upon the sample received. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample (inp-2, inp-4) for investigation. The sample was returned in a cardboard box (inp-1). Returned with the sample were semi-finished insertion kit components including 8fr teflon sheath with sidearm/dilator, 8fr teflon sheath with dilator, pre-dilator and introducer needle returned; no damage or abnormalities were noted to the returned components (inp-6). Upon return, the distal end of the teflon sheath was noted at approximately 46cm from the iabc distal tip (inp-5). The one-way valve was tethered to the short driveline tubing (inp-7). The iabc bladder was fully unwrapped (inp-8). Numerous bends to the iabc central lumen were noted at approximately 10.8cm, 18.2cm and 45.8cm from the iabc distal tip (inp-9, inp-10, and inp-11). Dried blood was noted on the exterior surfaces of the returned iabc as well as within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed and pushback to the syringe was noted; the central lumen was likely blocked by dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the proximal end of the bladder membrane (anp-1). Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 26.5cm from the iabc distal tip (anp-2, anp-3). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 10.8cm and 18.5cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. A blood clot exited with the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 63.7cm and 71.3cm from the iabc luer, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Blood was noted on the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood from the central lumen during the guidewire test. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak was undetermined. The most probable potential cause of how the catheter came into contact with a sharp object was customer handling. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.